Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in a clinical follow up. The patient mentioned that the implantable cardioverter defibrillator had moved since implant and was causing a lot of discomfort. There was no erosion at the pocket site and it was noted that the device was not sutured correctly the first time. The device was repositioned on (B)(6) 2021. The patient was in stable condition.